Manufacturer narrative:
The field service engineer (fse) was at the customer site on 04/04/2016. The fse observed the source of the leak to be a ruptured tubing at the evacuation peristaltic pump cassette. He replaced the leaking tubing. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer observed a leak below the evacuation peristaltic pump area. The leak was uncontained and had a volume of approximately 1/2 cup. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time the leak was observed. There was no exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.